Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that the device was replaced box because the box was displaying a negative icp pressure reading.